Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: capito ae, hansen bk, schmitt mw, beck jh, cripe ba, apel pj. Osteocutaneous radial forearm flap: harvest technique and prophylactic volar locked plating. Plast reconstr surg glob open. 2023 nov 27;11(11):e5449. Doi: 10.1097/gox.0000000000005449. Pmid: 38025608; pmcid: pmc10681442. Objective/methods/study data: the aim of this single-center case series, a retrospective study was to establish that harvest of more than 50% of the cross-sectional area of the radius can be safely performed when coupled with volar locked, prophylactic plating. Between january 2015 to january 2023, a total of 6 osteocutaneous (4 males and 2 females with mean age of 31-61 years old) radial forearm free flaps successfully reconstructed foot and ankle defects on limbs otherwise unsalvageable by conventional methods. Patients underwent ocrf free flap harvest with more than 50% the cross-sectional area of the radius and prophylactic volar locked plating for foot and ankle reconstruction. The donor site prophylactic plating was depuy synthes va distal radius plate. Plate length should allow placement of a minimum of four nonlocking 2.7-mm bicortical screws proximally. The mean follow-up period was p9.5 months (range 6¿12 months). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown synthes volar distal radius locking compression plate. Adverse event(s) and provided interventions possibly associated with unk - constructs: lcp distal radius volar plate/screws (1 qty). Patient 5 a 37-year-old male had partial flap loss requiring operative debridement.